Manufacturer narrative:
(B)(4). We are awaiting device return. If the device is returned, a follow-up report will be submitted with our investigation results.

Event description:
It was reported after insertion into the patient the irrigation tube broke causing saline to leak. There were no consequences to the patient.